Manufacturer narrative:
Alleged failure: excessive heat confirmed failure: no problem found; no repair required. Probable root cause: ccu fan. Ccu electrical failure. Use error. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the heat was excessive. Therefore, there was a thermal event.